Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was water leakage from the shaft.

Event description:
It was reported that there was water leakage from the shaft.

Manufacturer narrative:
The reported event was confirmed, as manufacturing related. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone foley catheter with a visible 0.020" hole approximately 0.4615" from the bifurcation. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and returned 10 ml of solution. When the drainage funnel was flushed with the solution, it leaked solution from the hole. A cut or tear on the shaft was out of specification. The active length for the catheter was 0.6730", which was in specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(3)insert catheter into the urethral meatus and advance it until the balloon enter the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."